Manufacturer narrative:
Inspected one random opened or used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they put the thing on their body and removed the serter the whole thing just came apart and after they removed the serter the sensor came off and the filament was not attached the rest of the sensor. The customer's blood glucose level was unknown. They also stated that with the other one the needle hub broke off away from the sensor and the needle was still in the sensor. Customer was not reporting that the sensor or introduce needle fractured while in the body. The sensor will be returned for analysis.